Event description:
Healthcare professional right deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed two openings striated assessed as surgical damage. Additional observations: crease fold observed in the device. White particles observed in the device.no further actions are required as the device was implanted. Additional, changed, and/or corrected data: d.9., g.1., h.2., h.3., h.6.

Event description:
Healthcare professional right deflation. The device has been explanted.